Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported having a massive lisp and spit when they speak. The aligner seem to have extra material on their pallet that makes it where they cannot talk in them. They have shaved down the material on the left front tooth and left second tooth at the tip. So when they speak in them they spit out of the top of their aligners. And when they wake up in the morning after sleeping in them, their tongue is very sore.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.